Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d5, d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to the regional repair center for inspection, and the reported failure was not confirmed. Based on the investigation results, no problem was detected that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced black screen and an error code "e226". There were no reports of patient harm.